Event description:
Customer's spouse reported via phone, the customer had two miscarriages and it was possible the insulin pump wasn't working. Customer's blood glucose was unknown. Customer's spouse mentioned the device was cracked. He wasn't sure what was the customer's blood glucose level was when the crack was noted. It might have been in the 300 or 400 mg/dl range. Battery compartment is damaged where the battery cap screws in. Customer's spouse is unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He didn't agree to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.